Event description:
It was reported that during the implant procedure of this implantable pacemaker, segmental deep vein thrombosis of the left proximal brachial vein occurred following a puncture. The patient's condition was favorable, and an extended three-month course of oral anticoagulant medication was recommended, with injection discontinuation and restarting the prescribed asaflow medication in three months. A follow-up ultrasound was also scheduled to re-assess the patient after this three-month course of anticoagulants. At this time, this system remains implanted and in-service. The patient was stable with no additional adverse effects.